Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No watchdog timeout and unexpected restart alarm noted. All operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on display window, minor scratches on the display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout and multiple unexpected restart alarms. The customer's blood glucose was 131 mg/dl at the time of incident. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.